Event description:
The hcp reported the pt was experiencing intermittent pain relief with intermittent drug delivery. The pump was explanted and replaced after an implant duration of 31 months. A follow up report will be sent when additional informtion is received.